Event description:
Patient with heartmate ii left ventricular assist device (lvad), who required heartmate ii to heartmate ii lvad exchange 2 months ago, was admitted due to strep mitis infection of the subcostal incision requiring surgical incision and drainage (I&d) and IV antibiotics. Unfortunately, a portion of the lvad device was exposed during the I&d which required surgical closure of the wound with the plastic surgery team, using pedicle rectus flap and a 12cm x 5cm full thickness graft from the abdomen.